Event description:
After the implant procedure was completed, physician observed bleeding at the neck incision site. Physician brought the patient back into the or, reopened the neck incision, and noticed bleeding from a vessel. Physician suspected the vessel may have been nicked during tunneling while using the inspire tunneler. Physician used surgical glue to stop the bleeding and closed. This resolved the issue.